Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of unsuccessful placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported injector because very stiff and caused the stent placed in an incorrect position. We have kept the injector and it is very stiff. It was a solo procedure of the left eye and the implant had to be removed. We then proceeded to place an alternative stent in the eye.